Event description:
It was reported that the battery for the cardiosave intra-aortic balloon pump (iabp) was not holding a charge. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. The fse performed the battery runtime test for 60 mins on the batteries and found the batteries to be operating to factory specifications, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site in was shortened due to field character limit; the full name is: (B)(6).

Manufacturer narrative:
Additional point of contact :(B)(6).

Event description:
N/a.